Event description:
It was reported that the patient presented with angina and the procedure was to treat a 90% stenosed, moderately calcified and moderately tortuous vessel in the left anterior descending (lad). The 3.0x48mm xience xpedition stent was implanted. Post deployment, an edge dissection occurred and another xience xpedition stent was used to treat the dissection. There was no reported adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.